Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating current, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No signal too low and unexpected restart alarm alarm during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart. The customer's blood glucose was unknown at the time of incident. Customer also stated experienced an external ram error . The insulin pump will not be returned for analysis.